Event description:
The patient had two extensions from the same lot. Further device information has been included. Therefore, an additional report was included pertaining to the event. Device 1 of 2 reference MFR report #: 1627487-2015-07402 follow-up revealed the patient's extensions were explanted and replaced during the surgery when the ipg was relocated on (B)(6) 2015. The physician decided to explant and replace the extensions prophylactically due to an possible infection which was confirmed later through cultures (reference MFR report #: 1627487-2015-20383).

Event description:
It was reported the patient had a hematoma at the ipg site. As a result, the patient's ipg pocket was relocated on (B)(6) 2015. The old ipg pocket was drained and the patient was given prophylactic antibiotics. Follow-up revealed the hematoma had resolved over time.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).